Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink secondary medication set in which a cut was detected below the drip chamber. This resulted in a leak of an unknown solution during priming. There was no patient involved; therefore, there are no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection revealed a cut in the tubing. Therefore, the reported condition was confirmed. No assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.